Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacer dependent patient presented in clinic after receiving inappropriate therapy due to noise. A sudden drop in r-wave amplitude and periods of pacing inhibition due to oversensing of the noise were noted. After consultation with the patient and family tachy therapies were turned off and programmed to asynchronous pacing mode. Diagnostic imaging did not reveal any anomalies. The patient will be monitored.